Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, and the reported problem was not confirmed using system error logs. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system, and the iesu cauterized all ports and instruments without issue. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-33. This error indicates a higher voltage than expected during energy activation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the user experienced an issue with bipolar energy being too low. Before contacting the tse, the site had replaced the cautery cord, but the issue persisted. The erbe generator did not report any errors, and the monopolar function was operating normally. The tse suggested using a third-party generator to verify the instrument, but due to the ongoing procedure, further troubleshooting was inconvenient. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that they replaced a new bipolar energy instrument, but the issue persisted. They then switched to a third-party generator to complete the procedure.